Event description:
It was reported that the pt had experienced a sensation of overstimulation; anterior stimulation was reported on the rib cage and chest area that resulted in muscle cramping and breathing difficulties. The pt was able to turn stimulation therapy off to resolve the issue prior to system reprogramming in 2008. Four days later, symptoms of shocking or jolting were reported when the pt was in proximity to her home computer. She had felt a strong surge of stimulation to the rib cage area. Follow-up with the field staff for reprogramming showed impedance values were within normal limits. It was determined that if the distal-most electrodes were programmed, stimulation was felt in the ribs and stomach areas. When the system was reprogrammed to use only the bottom array of electrodes, the pt received adequate stimulation therapy control. Her status was deemed fair. Add'l info has been requested from the physician.